Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the receiver (sm41399907) that was being used with the transmitter complaint device was returned on (B)(4) 2014. The receiver was visually inspected and no defect was found. A review of the receiver confirmed a hardware error code. The root cause was determined to be a hardware component failure.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report an out of range signal on (B)(6) 2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.